Event description:
It was reported that the right ventricle (rv) lead exhibited high threshold and impedance problem. The physician elected to explant the rv lead and a new lead was implanted successfully. The patient was stable throughout the procedure.